Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-jul-2025 by a physician via sales representative concerning a 70-year-old female patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with restylane lyft lidocaine (lot 22698, expiry date 30-apr-2027) to nose using 23g cannula (unknown amount, injection technique) for nasal contouring. On (B)(6) 2025, the patient experienced a delayed immune reaction/type IV hypersensitivity reaction (implant site hypersensitivity) and erythema (implant site erythema) at injection site, of mild severity. On the same day, the patient visited the clinic and the physician promptly administered hyalase [hyaluronidase] and dexa [dexamethasone]. On (B)(6)2025 and (B)(6) 2025, the patient received treatment with hyalase and dexa. On (B)(6) 2025, the patient received treatment with hyalase. On (B)(6) 2025, the patient received treatment with dexa. At the time of the initial report on (B)(6) 2025, the symptoms had not resolved. At the time of the final report on (B)(6) 2025, no additional information had been received, and the symptoms remained unresolved. Outcome at the time of the report: delayed immune reaction/type IV hypersensitivity reaction was not recovered/not resolved/ongoing. Erythema was not recovered/not resolved/ongoing. Tracking list: v.0 initial, v.1 batch record review investigations result were received on 11-aug-2025.

Manufacturer narrative:
Company comment: the serious event of hypersensitivity at implant site and the non-serious event of erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint for this lot number. A batch record review confirmed that no potential quality issues were identified during the manufacturing process of the specified batch. The batch was manufactured and released in accordance with galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious event of hypersensitivity at implant site and the non-serious event of erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint for this lot number. To rule out the possibility of a non-conforming product, a batch record review will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-jul-2025 by a physician via sales representative concerning a 70-year-old female patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with restylane lyft lidocaine (lot 22698, expiry date 30-apr-2027) to nose using 23g cannula (unknown amount, injection technique) for nasal contouring. On (B)(6) 2025, the patient experienced a delayed immune reaction/type IV hypersensitivity reaction (implant site hypersensitivity) and erythema (implant site erythema) at injection site, of mild severity. On the same day, the patient visited the clinic and the physician promptly administered hyalase [hyaluronidase] and dexa [dexamethasone]. On (B)(6) 2025, the patient received treatment with hyalase and dexa. On (B)(6) 2025, the patient received treatment with hyalase. On (B)(6) 2025, the patient received treatment with dexa. At the time of the report on (B)(6) 2025, the symptoms had not resolved. Outcome at the time of the report: delayed immune reaction/type IV hypersensitivity reaction was not recovered/not resolved/ongoing. Erythema was not recovered/not resolved/ongoing.